Event description:
Spontaneous. Pt advised she noticed last night that the pump they were using had been malfunctioning and had not delivered treprostinil for 48 hours. Pt switched to their backup pump & restarted at the same pump rate as previous. Pt advised had spoken to the doctor's office but was not satisfied with their response last evening. Advised they did not notice any changes in breathing when they were off the medication but is currently experiencing a slight headache & mild diarrhea. Advised pt to continue with dose as advised by physician. Pt did not provide serial number of pump. Pharmacy replacing. No additional information, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. No mention of alarm, position of the pump at time of event unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes. Reported to (B)(6) by pt/caregiver.